Event description:
The customer called to get assistance on increasing their basal max. Assisted the customer to change the basal rate. The customer stated that they were hospitalized for dka. The customer indicated that their bgs started to climb the night before the call. The customer treated the bgs with boluses, but the bgs did not come down. In the morning the customer was vomiting and was taken to the hospital. It was informed that the doctors did not have a possible cause for the high bgs and were monitoring them on the pump.